Event description:
Knee collapsed on the way down a flight of stairs, he's been inside our house and it won't turn on, so the bandagist doesn't think there's a signal between the knee and the tube. The customer fell down the stairs, describing it as if the knee wasn't engaged and collapsed under him. The customer fell onto a stone surface into a pillar. The customer has many bruises and is quite battered; in addition, he has undergone shoulder surgery.